Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the motor test. No unexpected alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement error or hardware low level failures noted during testing. However, hardware low level failures alarm confirmed in the device history due to broken trace on keypad assembly. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected failed battery test alarm, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the device trace download.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure. Customer's blood glucose value was 70 mg/dl. The customer was assisted with troubleshooting. Insulin pump will be returned for analysis.